Event description:
Reportedly, aorta dissection occurred in the case of sheathless eaucath catheter multipurpose shape type was used, and pt moved to emergent surgery.

Manufacturer narrative:
(B)(4). The device was not available for manufacturer's investigation. During processing this complaint, attempts were made to obtain complete event. Lot history could not be performed since lot number info was not available. Devices are all inspected for meeting products specifications and shipping criteria before shipment. With the obtained info, it is presumed that, during the use of the catheter, some force exceeding the vessel anatomical force might work to the vessel wall, resulting the vessel dissection.